Manufacturer narrative:
On (B)(6) 2023, mentor became aware that the patient experienced bilateral capsular contracture; baker grade unknown and will undergo removal of devices on (B)(6) 2023. Field h6 clinical code has been updated to capsular contracture on this form. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown d6b explantation date: (B)(6) 2023. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 475cc mentor memorygel breast implant on both sides and experienced bilateral breast pain postoperatively. As a result, the patient underwent bilateral removal only surgery on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.